Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit received with scratched case, cracked battery tube threads, pillowing keypad overlay and partially broken retainer. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was neither bumped nor dropped. Customer stated that the pump was cracked near battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.